Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the right ventricular lead exhibited a gradual increase in high voltage lead impedance. The patient was asymptomatic. No intervention was performed and the patient will continue to be monitored.